Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that, "an assisting stent was used to buttress the aneurysm neck to complete the procedure." Product issue was listed as cause or contributing factor for the event identified. The coil did not come out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. It was noted as not applicable (na) if there was any kink/damage to the coil observed or where in the catheter was there resistance. No kink/damage to the catheter was observed after removal. The catheter used in the event remains unknown. Multiple attempts were made with the instant detacher and the manual method; "the exact number is unknown." Prior to coil non-detachment no issues were encountered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a bare coil embolus; the detachment lever could not detach it, unable to initiate to remove the coil, and withdrawal encountered resistance. After using an auxiliary stent, it finally achieved detachment by attempting to detach at the anterior end of the detachment point. The patient incurred an additional cost for an auxiliary stent. Difficult placement occurred. The coil was not implanted at the intended location. Additional steps / surgical intervention was required to remove or secure the coil since the detachment point could not be detached. The device did not jump during deployment. The vessel was not damaged. The tip of the catheter was not under stress. The tip of the catheter did not move during deployment. The aneurysm did not rupture. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral artery aneurysm with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Patient has a medical history of aneurysm.